Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the lcd display has an opaque discoloration that prevents characters from being clearly visible. The unit was triaged and the reported issue was confirmed. The potential root causes are excessive damage due to customer misuse and a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 8/16/2017.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on (B)(6) 2017, service found the lcd display has an opaque discoloration that prevents characters from being clearly visible. While the characters were visible, the unit had to be tilted to be able to clearly distinguish characters.